Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(4).

Event description:
The customer reported that the rad-8 was reported to have shut itself off while on a patient on the ward. The details that we have is that when the parents left the room it was working and when they returned it had turned itself off. No consequences or impact to patient were reported.